Event description:
A customer reported experiencing a cartridge alarm 20 during the loading process of their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms with this and arranged for a replacement pump to be sent to the customer, who acknowledged and understood the steps needed to return the problematic pump and receive the new one. The customer did not have a backup insulin therapy, so they planned to contact their healthcare provider.